Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max system kit (ref (B)(4)) unknown lot number was performed by the verification of complaints history. Despite several attempts made to receive information from the customer, no kit lot nor data was provided for the investigation, the investigation was thus limited. Customer reported amplification of either the n1 or the n2 target, not both, with the bd sars-cov-2 reagents for bd max¿ system assay. When repeated on the bd max¿ instrument or another molecular testing platform (seegene on cfx-96) and compared to results from another lab (lacen (central laboratories of public health), most samples gave negative results. Based on the available information, and without data, bd is unable to identify a cause for the customer issue. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max system product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that bd sars-cov-2 reagents for bd max¿ system false positives occurred. The following information was provided by the initial reporter: customer reported since using bd max sars-cov-2 kits ((B)(4)), when there is amplification of only n1 or n2, result does not show agreement. When running on another platform (seegene) result is negative.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd sars-cov-2 reagents for bd max¿ system false positives occurred. The following information was provided by the initial reporter: customer reported since using bd max sars-cov-2 kits (44500301), when there is amplification of only n1 or n2, result does not show agreement. When running on another platform (seegene) result is negative.